Event description:
It was reported that a spectrum iq infusion pump alarmed air in line. This occurred before use in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'constant air in line error' was not reproduced. A review of the history log revealed multiple air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out specification upstream sensor calibration values. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.